Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported mitral regurgitation was likely related to the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
The article, "plug-based bail-out strategy for leaflet tear after mitral transcatheter edge-to-edge repair: a case report", was reviewed. The article presented a case study of a 82-year-old male patient with congestive heart failure and ischemic cardiomyopathy. On an unknown date, a mitraclip procedure was performed to treat severe functional mitral regurgitation (mr). An xtw clip was successfully implanted. Two days later, recurrent mr and a leaflet tear was observed. It was decided to perform a transcatheter bail-out procedure. A non-abbott device was implanted lateral to the xtw. Then a amplatzer vascular plug ii (avp ii) was deployed. After the deployment of the avp ii, mr was reduced to mild. The patient was discharged two weeks later. [The primary and corresponding author was shunsuke kubo, department of cardiovascular medicine, kurashiki central hospital, okayama, japan, with corresponding email: daba-kuboshun101@hotmail.co.jp]